Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed two tears on the anterior view, measuring less than 0.1 cm. Each of them. Microscopic examination in the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 290cc mentor smooth round high profile prostheses and experienced bilateral capsular contracture (grade unknown) and right-sided deflation postoperatively. Due to suspected right-sided deflation, the patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3505375bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. Upon explantation, the left device was found to be intact, and the right device appeared to have lost some volume. The surgeon squeezed the right device but did not see a gross leak from the implant. Thus, it was suspected that the valve on the right device might have been faulty. In addition, the surgeon stated that the pockets on both sides had a significant amount of lateral displacement of the implants. This report is for the right-sided prosthesis.